Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This event is filed for difficulty steering and difficulty removing, which have the potential to cause or contribute to patient injury. It was reported that on (B)(6) 2016, the patient underwent a mitraclip procedure. The patient had underwent a mitral valve reconstruction surgery in 1994 and an annuloplasty ring was present. Additionally, the left atrium was small. The clip delivery system (cds) was advanced into the anatomy; however, due to the post-surgical valvular anatomy, positioning was difficult. An attempt was made to solve the positioning issues, which included retracting the steerable guide catheter (sgc), maneuvering the clip anteriorly, posteriorly, medially and laterally and understraddling the cds. However, the clip became stuck in the right pulmonary vein. Troubleshooting maneuvers were performed and the clip was freed; however, the cds showed obvious kinking when advanced toward the mitral valve. The cds knobs were placed in neutral position, but the cds still behaved abnormally; the cds seemed "floppy" and deflected in an unusual direction. The cds was removed and replaced with a second cds. The clip was successfully implanted and the mitral regurgitiation (mr) was reduced from grade 4 to grade 2-3. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: all available information was investigated and the reported difficulty positioning the device and delivery catheter (dc) shaft bend were confirmed. The reported difficulty removing the device from the anatomy could not be replicated in a testing environment and thus could not be confirmed. The investigation determined the reported dc shaft bends, difficulty positioning the device, and difficulty removing the device appear to be related to patient morphology/pathology. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.